Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the zcb00 intraocular lens (iol) did not seat well (was decentered). The iol was explanted in a secondary procedure and replaced with a model z9002 silicone lens. No incision enlargement, suture or vitrectomy required.

Manufacturer narrative:
Device evaluation: product testing could not performed as no lens was returned. Only the lens case was returned. There are no discrepancies found during the mrr (manufacturing record review). The documentation showed that the production order was manufactured according to specifications. There was no associated deviation or non-conformity report found in the mrr related to this complaint and/or similar issues. The units were released according to specification in compliance with the product intended use as required. An exception report (ER) and non-conformance (nc) historical searches were performed and the search revealed no ers/ncs related to this complaint. A search in complaint database showed that this is the only complaint created for this production order. Historical complaint data review was performed and no product deficiency was identified. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use of the intraocular lenses. Based on review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.